Event description:
The clinician drew a blood sample using the venipuncture needle-pro and successfully engaged the needle into the device. Upon discarding the needle-pro into a sharpsafe, the clinician noticed that the end of the needle-pro was not completely formed allowing the tip of the needle to be exposed. There was no needle-stick due to this problem.